Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The procedure was a ptca/stent, that required embolic protection of the lad graft. The physician protected the graft with a spiderfx embolic protection device. When the physician attempted to place the spiderfx filter in the proper position for the protection, he was not able to place it in the correct spot, so the physician proceeded to remove the spiderfx with the recovery end of the retrieval catheter. When attempting capture the spider into the retrieval catheter, only the wire portion came back into the catheter, leaving the filter inside of the graft. Several attempts were made to snare the spider filter out, with no success. After unsuccessfully attempting to retrieve the filter, the physician deployed 3 bare metal stents, capturing the filter against the graft wall. No significant obstruction was observed under x-ray. There were no EKG or blood pressure changes to the patient. No harm to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).